Event description:
The customer contacted stryker to report that their device would not complete the boot up cycle. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and the issue was able to be verified and was able to be duplicated. It was determined that the cause of the issue was a faulty system board. The depot technician determined that the device is unrepairable, as the system board is no longer manufactured for this device. The device was sent back to the customer unrepaired and remains with the customer.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not complete the boot up cycle. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.